Manufacturer narrative:
Analysis was performed by a philips bench repair technician (brt). Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate no sound or beep due to defective speaker. The brt replaced the speaker assembly to resolve the issue. The device was operational after repairs were completed and the device was returned to the customer. Based on the information available in the case and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
It was reported that there was no audio. The device was not in use on a patient at the time of event, there was no adverse event reported.